Manufacturer narrative:
(B)(4). The device was manufactured february 11, 2016 ¿ february 12, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional flow test was subsequently performed by removing the luer cap from the unit¿s distal luer. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. Flow continued without stopping until the fluid in the bladder was completely empty. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not allow flow of medication during infusion. The device was filled with 3000 mg of fluorouracil diluted with 5% glucose. The total fill volume was 92 ml and the expected infusion time was 46 hours. Approximately 2/3 of the solution remained inside the folfusor at the end of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.